Manufacturer narrative:
Upon review of the data provided by the customer, it appeared that the discrepant results included all the ise parameters (na, k, and cl). Therefore the possibility of a problem related to a single diluent can be excluded. There was no clear root cause of the problem identified. The field service engineer performed maintenance and changed out several parts. The service actions resolved the issue. No further issues were reported by the customer.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2, potassium, and chloride results for 1 patient sample on a cobas pro ise analytical unit. The initial sodium result was 161.5 mmol/l. The sample was repeated twice. The repeated results were 139.8 mmol/l (performed on a different analyzer in the laboratory) and 140.8 mmol/l (performed on the same analyzer as the initial result). The initial potassium result was 5.00 mmol/l and the repeated result was 4.35 mmol/l. The initial chloride result was 124.7 mmol/l and the repeated result was 106.2 mmol/l. The potassium and chloride results were performed on the same analyzer. The results were not reported outside of the laboratory. It is unknown which result was believed to be correct. The electrode lot numbers and expiration dates were requested, but not provided.